Event description:
Mayfield headrest position slipped when medical dr was repositioning the pt. This resulted in a 2cm x 1/2cm scalp laceration. Skull pins disengaged on left side of head. Laceration expected to heal well.